Event description:
It was reported by a customer on (B)(6) 2011, the laser did not resume operation after the laser sys was put on standby mode. Per the customer, the laser did not stay powered on while trying to complete the procedure. Also, it was reported the procedure was rescheduled. No pt injury was reported.